Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not working. Additional information received that the patient has been informed about the situation and will discus with the physician about lead revision. Lead remains in service. No adverse patient effects were reported.